Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failed. A field service engineer conducted an inspection of the pyxibus drawer cable and discovered that the insulation on the wire had worn away, resulting in a connection at the edge of the drawer. The engineer proceeded to replace the pyxibus drawer cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawers were not detected on the bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and they utilized a different source to obtain their medication. There were no adverse events or injuries reported based on this event.